Event description:
(B)(6) home health rn reported pump that was sent to pt in (B)(6) 2025 worked once, but then read system time out for next infusion. Home health rn is infusing pt via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: renflexis sdv - 10mg/kg. Renflexis indication: crohn's disease of small intestine without complications. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.